Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Gender/ sex: unknown, information not provided. If explanted; give date: unknown/ not provided. Phone number: unknown/ not provided. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. (B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens optic got scratched, was damaged when the tip of the plunger/ rod touched the lens during the operation on (B)(6) 2020. The lens was removed on an unknown date. The procedure was completed successfully with another lens. The suspect lens was discarded by the doctor. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information received indicated that the tip of rod touched the lens and caused the lens damage. It is unknown if there was an incision enlargement, vitrectomy or sutures were required. No information regarding the replacement lens, patient outcome or patient information was provided. Corrected data: the date of event and date of implant entered in the initial MDR report was initially reported to be ''(B)(6) 2020''; however, based the new information these dates are unknown; therefore, they are being corrected in this supplemental report. The following fields were updated accordingly: date of event: unknown, not provided if implanted, give date: unknown/not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A dvd was received from the account and it was evaluated with the dcb00v subject matter expert (sme). During evaluation the lead haptic and override conditions were observed during lens delivery. Something like a line or a mark was observed in the optic zone of the lens. However it could not be determined the origin of the mark (if there is a scratch, a crack, a mark or a residue), since the lens is not available for testing. The complaint could not be verified. A product quality deficiency could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.